Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l4-l5 due to lumbar spinal canal stenosis. Intra-op, at the time of placing the retractor, bleeding was observed on the entry side. It was considered that the bleeding was from the muscles; hence, hemostasis was performed and the bleeding stopped. The surgery was then continued. Wound closure was performed and the patient left the operation room. Post-op, bleeding tendency was confirmed. The surgeon suspected bleeding occurred at somatic arteries. The patient was transferred to another facility; and embolization was performed. Now, the prognosis is good and patient's issue has been reported to have resolved. No malfunction for the reported product has been reported. According to the sales rep, this product was reported as it was a part of the event.